Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold outputs of 6 volts at 2 milliseconds and 4.5 volts at 2 milliseconds due to exit block. This rv lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.